Event description:
It was reported that the patient was standing up and hip dislocated. After x-rays were taken it was obvious that the head/trunnion junction dislocated. The proximal portion of the trunnion was worn down due to head/trunnion articulation over a period of time.

Manufacturer narrative:
An event regarding worn trunnion and dislocation involving an unknown head was reported. The event was confirmed. Consulting clinician confirmed disassociation as opposed to dislocation from poor quality x-ray provided. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. Confirmed disassociation as opposed to dislocation from poor quality x-ray provided. Conclusions: the exact cause of the event could not be determined because of a lack of information. Further information such as the returned device, medical records, and x-rays are needed to complete the investigation for determining the root cause. The provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review.

Event description:
It was reported that the patient was standing up and hip dislocated. After x-rays were taken it was obvious that the head/trunnion junction dislocated. The proximal portion of the trunnion was worn down due to head/trunnion articulation over a period of time.

Manufacturer narrative:
The catalog number and lot code of the unknown head was not provided. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.